Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a tego® connector allowed air to enter the line during patient use. The reporter stated "broken tego connector. At the start of dialysis when the blood enters the dialysis tubing, a lot of air and microbubbles are detected in the arterial tubing that is connected to the dialysis access, cdk where the tego connector is also connected. The treatment is then interrupted and the dialysis is restarted after replacing the secure connection to the dialysis access." The product was stored at room temperature in the clinic. There were no cuts, holes, or defects noted on the tego device. There was no patient harm reported.

Manufacturer narrative:
D9: date returned to mfg: 15 may 2025. Investigation summary: received one (1) used d1000 tego connector for inspection. There was excessive tearing on the seal. The tego was leak tested per product specifications. There was no leakage. The tego was accessed with a male luer and found the seal had collapsed, occluding the fluid path. The reported complaint of leakage can be confirmed due to the torn seal. The probable cause of the torn seal is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed and no relevant nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.